Manufacturer narrative:
The mayfield composite series base unit (a3101) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed and found no anomalies. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00555. A facility reported that the mayfield base unit (a3101) was missing an end cap. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.